Event description:
It was reported ¿this emg tube was occurred air leaks, and cannot be fixed on vocal.¿ there was no patient injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). As received condition: received 1 sample(s), part number 8229306, from lot number 0207946331. Analysis results: equipment used: microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings), calipers. Observations: a syringe was used to inject air into the cuff and it leaked out in approximately 5 seconds. When compared to the assembly drawing 90a1313 revision j: there was a puncture on the distal side of the cuff which would have resulted in the reported malfunction. When viewed under magnification the puncture measured less than 0.015¿. Note: the puncture aligned with an electrode however all electrodes were within their respective lumens. A review of gch data showed no other complaints for the lot number reported on this event. There was no evidence to establish a timeline for when the malfunction occurred therefore manufacturing and misuse / mishandling cannot be ruled out as potential causes. Conclusion: confirmed for the alleged malfunction [tube leaks]. Note: in addition to the leak the customer reported ¿and cannot be fixed on vocal¿ which was likely the result of the leak. Based on the above observations there are [multiple potential causes / confirmed failure] and each cause is equally likely. Method ¿ actual device evaluated. Visual inspection; photographic inspection; results ¿ deformation problem; conclusion ¿ operational context caused or contributed to event.